Event description:
It was reported that during a ptca procedure, difficulty was encountered deflating the balloon. No pt injuries or complications occurred.

Manufacturer narrative:
Returned product analysis revealed residual dried contrast media and blood present throughout the shaft of the catheter. Due to the condition of the shaft, testing relative to the reported deflation difficulties could not be performed. No material or mfg deficiencies were noted.